Event description:
I received the essure implant in (B)(6) 2012, within a month of having this implant, I started experiencing very sharp abdominal pain on both the lower right and left sides. At first, it was a few times during the day and now it is so constant that it has become a "normal" chronic pain I deal with daily. In the summer of 2013, I began to have excruciating lower back pain similar to when I had back labor during my pregnancy. The pain was so debilitating, I thought I had a bad kidney infection or kidney stones. I went to the doctor who ran tests only to have the tests come back with a slight uti, but nothing that would cause such horrible pains. After that, the back pain has continued to be a constant aggravation and although once a month, it is almost unbearable, the other days it is just like the pains that shoot through my abdomen bearable but always there. I take ibuprofen daily several times just to tolerate the pain. In (B)(6) 2013 I stopped having a monthly cycle until (B)(6) 2014 at which point I bled until (B)(6). The week of (B)(6), I tried to do some gardening and was stopped in the process from the excruciating pain that shot through my lower back and down my legs. At first, I thought it was just being inactive but the pain grew and became more intense and lasted for several weeks, it was the same horrible pain I experienced every month only worse. It took my breath away and I felt I may be passing a kidney stone or had a slipped disc in my spine. That's how bad this pain feels. Two weeks prior to (B)(6), I experienced horrible cramping and joint pain. It intensified with each day and on (B)(6), I finally had another period and the pain has not stopped. I've tried heating pads, cold compresses everything I can think of and nothing stops this ever present pain I deal with daily. My quality of life is slowly declining and in such a short time I'm not a person who likes to complain and I try hard to deal with my pain, but enough is enough, I can't stand the feeling everyday like I am falling apart and in pain. Nothing seems to be going away. I've also had dental problems this year with an abscessed tooth and growing sensitivity. I'm only (B)(6) years old and before I had the essure implants, I remember feeling wonderful and excited about my life, now I am in constant pain and feel my body is falling apart and I don't have any other explanation but essure. All of my tests come back negative, yet this is not normal to feel this bad every day all day! It's not normal. I am completely emotionally exhausted from dealing with the pain and discomfort. There is no other explanation.